Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be implanted to treat biliary stenosis in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on april 03, 2026. During the procedure, when the stent pusher was pulled, the connecting wire fractured and the stent could not be deployed. Further information received confirmed the damage was not due to a suture break but rather at the connection point between the delivery system and the stent structure. Another flexima biliary preloaded stent was used to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the barb flap cover was not used to insert the device through the biopsy cap. Per the instructions for use (IFU): "slide the outer orange sleeve over the most proximal stent barb to hold it down for stent insertion." The user did not follow the IFU.

Manufacturer narrative:
Block e1: initial reporter facility name: the second affiliated hospital of shandong university of traditional chinese medicine; reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.